Event description:
Pt underwent craniotomy and clipping of aneurysm. When tightening down cranial flap plate, two cranial flap screws broke at the head. They were not removed by the neurosurgeon. More screws were used and the plate was successfully applied.